Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was and the dilator in the left atrium (la) of the patient. When the physician removed the dilator, the patient coughed deeply resulting in air being pulled in through the was into the la of the patient. The physician attempted to aspirate the air out of the patient. The patient became hemodynamically unstable with a drop in blood pressure, oxygen levels, st segment elevations and brief episodes of ventricular tachycardia. The patient was paced and intubated at this time. All the devices were removed from the patient, and they stabilized after all the interventions. The procedure was ended with no closure device attempted to be implanted. Imaging showed no further air in the left atrium or any other complications. The patient was extubated and hemodynamically stable. Following monitoring of the patient the physician believed the patient may have experienced a cerebral vascular accident due to the patient's symptoms of facial droop and slurred speech following extubation. The patient underwent computed tomography (CT) imaging for evaluation. The CT of the head and CT angiogram were all negative. The patient was kept overnight for observation and to undergo a magnetic resonance imaging scan.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient codes speech disorders, facial paralysis and hypoxia. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0035353757. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism (st segment elevation), hypotension, arrythmia (ventricular tachycardia), hypoxia (speech disorders, facial paralysis), and death (intubation, imaging and additional device required, hospitalization) risk review: a risk review was completed and confirmed that the events of air embolism (st segment elevation), hypotension, arrythmia (ventricular tachycardia), hypoxia (speech disorders, facial paralysis), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was and the dilator in the left atrium (la) of the patient. When the physician removed the dilator, the patient coughed deeply resulting in air being pulled in through the was into the la of the patient. The physician attempted to aspirate the air out of the patient. The patient became hemodynamically unstable with a drop in blood pressure, oxygen levels, st segment elevations and brief episodes of ventricular tachycardia. The patient was paced and intubated at this time. All the devices were removed from the patient, and they stabilized after all the interventions. The procedure was ended with no closure device attempted to be implanted. Imaging showed no further air in the left atrium or any other complications. The patient was extubated and hemodynamically stable. Following monitoring of the patient the physician believed the patient may have experienced a cerebral vascular accident due to the patient's symptoms of facial droop and slurred speech following extubation. The patient underwent computed tomography (CT) imaging for evaluation. The CT of the head and CT angiogram were all negative. The patient was kept overnight for observation and to undergo a magnetic resonance imaging scan. It was further reported that no cerebral vascular accident was confirmed. CT and MRI imaging were all negative. The patients symptoms resolved from this event. Other challenges arose during the hospitalization and the patient remained in the hospital. Two (2) weeks post procedure the patient died due to the complications that resulted during hospitalization. The patients family chose to provide comfort care to the patient before the patient died.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was and the dilator in the left atrium (la) of the patient. When the physician removed the dilator, the patient coughed deeply resulting in air being pulled in through the was into the la of the patient. The physician attempted to aspirate the air out of the patient. The patient became hemodynamically unstable with a drop in blood pressure, oxygen levels, st segment elevations and brief episodes of ventricular tachycardia. The patient was paced and intubated at this time. All the devices were removed from the patient, and they stabilized after all the interventions. The procedure was ended with no closure device attempted to be implanted. Imaging showed no further air in the left atrium or any other complications. The patient was extubated and hemodynamically stable. Following monitoring of the patient the physician believed the patient may have experienced a cerebral vascular accident due to the patient's symptoms of facial droop and slurred speech following extubation. The patient underwent computed tomography (CT) imaging for evaluation. The CT of the head and CT angiogram were all negative. The patient was kept overnight for observation and to undergo a magnetic resonance imaging scan. It was further reported that no cerebral vascular accident was confirmed. CT and MRI imaging were all negative. The patients symptoms resolved from this event. Other challenges arose during the hospitalization and the patient remained in the hospital. Two (2) weeks post procedure the patient died due to the complications that resulted during hospitalization. The patients family chose to provide comfort care to the patient before the patient died.